Event description:
It was reported that, during the surgery, the powder package had a hole and consequently the cement powder was leaking. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and device evaluation. One picture was received however no conclusion could be drawn up regarding this element. The product was returned and lab analysis was performed. The product analysis has shown that the inner pouch sealing is damaged and that the bone cement powder leaked out of this packaging. Thus, the reported event is confirmed. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files (b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, another supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). This is a combination product. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during the surgery, the powder package had a hole and consequently the cement powder was leaking. No adverse event has been reported as a result of the malfunction.